Event description:
After the replacement of the implantable neurostimulator, the pt's symptoms have come back, the pt now also suffers cluster headache and visual disturbance . The nurse is unable to get the settings back to where the pt was; with out the pt getting side effects (the pt was previously on 5v, the nurse has now had to switch the pt's device off). The impedances are all ok. It has also been noticed that it has been very difficult to interrogate the device on the 2 occasions the pt has been evaluated; the nurse can feel the device is implanted at the correct depth. The lead was revised on (B) (6) 2010. Results of the revision are unknown. Additional information has been requested.

Manufacturer narrative:
(B) (4).